Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass procedure the outlet and inlet tubing of the venous bag collapsed on itself multiple times. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not obtained the actual device, but is still investigating this issue. A follow-up report will be submitted when more info becomes available. (B)(4).